Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Device technical analysis: upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this left ventricular (lv) lead was attempted implant was unsuccessful due to high out of range pacing impedance measurements greater than 4,000 ohms, and high capture thresholds. A different lead was implanted and the procedure was completed. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated.

Event description:
It was reported that this left ventricular (lv) lead was attempted implant was unsuccessful due to high out of range pacing impedance measurements greater than 4,000 ohms, and high capture thresholds. A different lead was implanted and the procedure was completed. No adverse patient effects were reported. The lead is expected to be returned for analysis